Event description:
It was reported that the patient experienced an overstimulation sensation. The patient's therapy was also reported to shut off by it self. It was indicated to have happened overnight, once the previous week, and once during the day on a different day. The reporter indicated that the patient thought the leads had moved and she could hardly feel stimulation although, she felt stimulation in her chest wall. The patient's stimulation was cranked up to 3.75v so she could feel it but the stimulation was too strong in both legs. Therefore, stimulation had to be decreased to 3.6v and consequently, patient couldn't feel stimulation. It was noted that the patient still had lower back pain and her back "felt like it could break in half." There were no patient falls or trauma reported. It was also reported that the patient could see and feel the surface of the implantable neurostimulator (ins) and the entire area of the implant was sore. The reporter indicated that the patient had sjogren's syndrome and hoped her body wasn't rejecting the therapy. It was noted that therapy helped for the first week, but after the first week it did not feel right. The patient was scheduled for an appointment with her healthcare provider for a first check-up on (B)(6) 2012.

Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).